Event description:
It was reported by service report that the bed exit was not working. It was further reported there was an issue with the fowler. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bent fowler bracket. Scale was zeroed with pt in the bed.